Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Upon examination of the remote transmission, the patient's implantable cardioverter defibrillator was found to hac=ve exhibited under-sensing, which prevented an automatic mode switch after under-sensing a true patient arrhythmia. Corrective programming changes were recommended but not yet made. The patient was in unknown condition and no additional symptoms were reported.